Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications. Customer changed set several times and bolusing but blood glucose was not coming down. Customer is inserting in thigh area.